Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Arjohuntleigh received a complaint where it was indicated that the resident became stuck on the carino device and was taken off the device manually with help of 3 persons. No injury has been reported. When reviewing similar reportable events, this appears to be a second complaint with similar incident description but not part of a trend. Taking into consideration that over (B)(4) carinos have been sold since 1996, the trend observed for all reportable complaints on carino devices is considered to be very low and stable. The device was inspected by an arjohuntleigh representative at the customer site and found to be working to the specification and device was fully functional. The device was being used for patient handling and in that way contributed to the event. Pt has been taken out manually, even though the emergency lowering function has been reported as functional. When the IFU would have been followed and the person would have been lowered using emergency lowering, it appears very likely that the person would not be put in any risky situation, and the event would have been avoided. From this eval it would appear most likely that the event would have been avoided. From this eval it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.

Event description:
(B)(4).